Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus premier ous mr 38 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts from the distal stent region moved in a distal orientation. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a kink on the inner shaft polymer extrusion located distally on the distal end of the stent. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion with a bend of between >45 and <90 degrees was located in the mildly calcified left anterior descending artery. A 38 x 3.50 promus premier drug eluting stent was advanced but failed to cross lesion despite using double wire technique. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.